Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. Vegetation was observed on leads during x-ray examination. The whole system including the implantable cardioverter defibrillator and leads was explanted without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.